Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The consumer later reported that the patient had experienced shocking on the right side of the body but specifically in the right shoulder, arm, hip and torso in (B)(6) 2015. There were no specific patterns to the shocking and it could be related to a fall that had happened the week prior but shocking had started prior to the fall. This was reported to the healthcare professional and the patient was seen by the healthcare professional two weeks prior and the device was checked via the clinician programmer and everything was fine. The patient was told the shocking would not hurt them but the patient was concerned if could affect her heart. The healthcare professional had not been notified of the fall. Additional information from the manufacturing was reported and had indicated that shocking sometimes happened when the patient extended their right arm but not always. The lead was palpated and they were not able to illicit a shocking response. The implant was on and this was not related to positional movement. High impedances were observed, greater than 2000 unipolar and greater than 4000 bipolar on the right side. Monopolar range was 1246-740 ohms and bipolar range was 1664-1115 ohms. Left side high was 2108. X-rays were recommended to assess lead location. Further follow-up is being conducted to obtain information about troubleshooting performed, cause and outcome. If additional information is received a supplemental report will be submitted.

Event description:
Additional information received reported that the patient fell on (B)(6) and felt five shocks that day and felt several more shocks on (B)(6). She felt the shocking down her whole right side of the body. Prior to her fall the patient would feel the shocks periodically at different times of the day, very sporadically. She first felt the shocking when she bent down to get something. Onset of the shocking sensation was reportedly sudden. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient felt intermittent current on her right side. The patient had several of these episodes yesterday. She felt the current but it was not painful. There were no falls, accidents or traumas reported. After follow-up, it was unknown if there was greater than 50% or greater symptoms reduction and if it was device related. Also, it was unknown how the patient was doing. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3389-40, lot# j0349134v, implanted: (B)(6) 2004, product type: lead. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3389-40, lot# j0349459v, implanted: (B)(6) 2004, product type: lead. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3389-40, lot# j0349134v, implanted: (B)(6) 2004, product type: lead. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 3389-40, lot# j0349459v, implanted: (B)(6) 2004, product type: lead. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
Additional information received reported that the patient had received assistance from their healthcare professional or manufacturing representative and their concerns were resolved. The patient had an appointment in (B)(6) 2015 on the (B)(6). The patient was still having concerns regarding their device or therapy but was working with their healthcare professional or manufacturing representative. The patient had an appointment scheduled for 6 weeks out following (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID 3389-40, lot# j0349134v, implanted: (B)(6) 2004, product type: lead. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3389-40, lot# j0349459v, implanted: (B)(6) 2004, product type: lead. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3389-40, lot# j0349134v, implanted: (B)(6) 2004, product type: lead. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 3389-40, lot# j0349459v, implanted: (B)(6) 2004, product type: lead. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2015, product type; implantable neurostimulator. (B)(4).